Manufacturer narrative:
H10: based on additional information received, the polyflux 14l was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced intradialytic hypotension (idh) during treatment with a polyflux 14l. After 105 minutes of treatment the patient had dizziness, cold sweat, chest tightness, nausea, and retching. The blood pressure (bp) was not measurable. Medical intervention consisting of 50% gs 60ml IV was provided. Reportedly 15 minutes after receiving medical intervention, physical examination showed bp 121/95mmhg, and it was determined that the symptoms of the patient were in remission. The patient continued the treatment. No additional information is available.